Event description:
This unsolicited device case from united states was received on (B)(6)-2014 from an other healthcare professional. This case concerns a pt (demographics not provided) who experienced pain in knee, could barely walk, heard squeashy noise when bending the knee and could not put too much weight on knees after receiving treatment with synvisc injection. In past the pt used synvisc injection twice with excellent results. No med history, concomitant medication or concurrent conditions were reported. On an unk date in (B)(6)-2014, the pt initiated treatment with synvisc injection (route, dose, frequency, batch/lot number and expiration date not provided) into an unspecified location for an unk indication. It was reported that the pt had them with very bad results. After the first injection, pt had pain in the knee for a week. After the second injection, the pt could barely walk the next day. It was reported that the third injection was so much painful the pt had to visit emergency room for a pain injection. Also, reported that whenever the pt bent the knees a sqeashy noise could be heard. The pt was unable to exercise and put much weight on knees. The pt was doubtful if the injections were contaminated as this had never happened before and the pt did not like the present results. Action taken: no action taken. Corrective treatment: not reported. Outcome: unk for all the events. Seriousness: intervention required for pain in knee. A pharmaceutical technical complaint was initiated and results were pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 21-jul-2014: in this case, the causal role of the suspect drug synvisc cannot be excluded for the occurrence of the event of pain in knee; however, the lack of information regarding the pts underlying med history, concurrent conditions and the concomitant medications used by the pt precludes the complete case assessment.